Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified below the knee vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced and was inflated twice at 18 atmospheres. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.